Event description:
During laparoscopic appendectomy, the endoscopic babcock malfunctioned. The surgical team had to open the pt up and still could not open the instrument to release the appendix. After several manipulations, the endoscopic babcock finally opened and was noted to have some cracks. The dr went back on laparoscopically to see if any damage was done; none was found. The instrument was removed from use and tagged for repair.

Manufacturer narrative:
Product complaint mgr received MDR on 8/24/05 regarding product problem. User facility was contacted regarding eval of product, and I was told that the product was already sent in for repair on 8/5/05 with no notification that there was a reportable event associated with repair. Records showed that product was already evaluated, repaired and sent back to user facility. Due to this, proper investigation was not conducted. But, repair info was available for product that allows us to deduce a conclusion. Babcock was noted to be out of calibration and not repairable. Item needed to be replaced with new. Our records also indicate that product was never sent in for routine maintenance since purchased on 12/10/01. It is our opinion that product was out of specification due to normal wear and tear throughout the 4 years instrument was used. Cause of event: instrument was out of specification.